Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited high capture threshold and the implantable cardioverter defibrillator exhibited an unspecified issue. The patient was sent to the emergency room. On (B)(6) 2019, the device was explanted and the lead was capped and replaced successfully. The patient was stable post procedure.

Event description:
New information received on (B)(6) 2019 indicating that following the advisory for premature battery depletion, the device was explanted and replaced. The dependent patient was stable post procedure.